Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio2 meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation and additional information received when a quality assurance specialist reviewed the call. The patient claimed that the subject meter was reading inaccurately on (B)(6) 2015, when he obtained an alleged inaccurately high result on the subject meter of "600+ mg/dl." The patient manages his diabetes with insulin self-adjuster and exercises regularly to assist with his diabetes control. He reported that he was concerned about the high reading, so he went to the emergency room (ER). He denied experiencing any symptoms as a result of the alleged issue. While in the ER, he claimed that a comparison was done between the subject meter "275 mg/dl"&#63489;and the lab "189 mg/dl", within 10 minutes of each other. Based on statistical methodology, the calculated difference between the results falls outside lfs's&#63489;accuracy criteria. The patient reported that he received IV saline and insulin from a healthcare professional (hcp) on (B)(6) 2015. During troubleshooting, the cca noted that the patient&#62688;meter was set to the correct unit of measure, his test strips had been stored correctly and the test strip vial was not cracked or broken. The patient described the correct testing steps and he had used an approved sample site to obtain the blood samples. The issue remained unresolved. Replacement products were sent to the patient. In conclusion, although the patient developed signs suggestive of severe hyperglycemia, the treatment he received while in the ER correlated with the elevated results he obtained with the subject meter. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.